Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21jan2021.

Event description:
The customer reported a blower high temperature error. There was no patient involvement. The remote service engineer advised the customer to check the air inlet filter to make sure it is not dirty or blocked and to make sure the cooling fan is running. Advised the recommended replacement is the blower. The customer called back and advised to close the case and they will call back if thy have any questions.

Manufacturer narrative:
G4:12mar2021. B4:20mar2021. The customer replaced the blower and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.